Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate, a minimum fill notification occurred after filling the cartridge, and that resistance was experienced during the fill process. Customer's blood glucose level was 425 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.